Manufacturer narrative:
Concomitant medical products. Concomitant medical products: unknown humeral head, unknown, unknown glenoid, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03422, 0001822565-2019-03308. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right shoulder is to be revised on an unknown date due to an unknown reason. Attempts were made to gain information, however no additional information was made available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.